Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for a gastroscopy using the subject device, when the user connected an endoscope to the subject device, a scope communication error b30 appeared on the monitor and an endoscopic image was not displayed on the monitor. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.